Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as slightly dizzy earlier but fine now and was treated with pump. Customer's blood glucose value was 252 mg/dl at time of incident. Customer's current blood glucose value was 297 mg/dl. Customer stated that they had sugar raised to 252 mg/dl, went higher to bg 414 mg/dl. Customer had unstable sugars of 407 mg/dl, bg 358 mg/dl, bg 290 mg/dl, bg 319 mg/dl, 182 mg/dl and was treated and ate and his sugar went up to bg 297 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to perform the high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.